Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01976.

Event description:
The patient was undergoing a coil embolization procedure in the collateral branch off the superior vena cava (svc) using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing a pod pc, the pod pc became stuck inside the microcatheter. Therefore, the microcatheter was removed with the pod pc inside. Subsequently, while advancing the next pod pc, the pod pc unintentionally detached inside a lantern. The physician injected saline with a syringe to implant the coil. The procedure was completed using a new pod pc and the same lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.